Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the 130s ohms range, characterized by a gradual increase in measurements starting around 103 ohms in (B)(6) 2021. Technical services (ts) recommended considering commanded shocks. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.